Event description:
It was reported that t:slim x2 pump battery did not charge reliably because charge connection was unstable and pump only charged when cable was held in place or positioned carefully, and silver usb port was visibly damaged, although pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting resolution, was advised on proper usb insertion and to allow battery to fully deplete before return, and technical support arranged shipment of in-warranty replacement pump.